Event description:
Boston scientific received information that this device detected that programming was programmed to a value other than monitor plus therapy. Additional information from the local area sales representative reported that the clinic was aware and handling the reprogramming. No further information was available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.